Manufacturer narrative:
The customer stated that controls were acceptable. The field service engineer found the water and gear pump pressure to be too high. The water and gear pump pressures were adjusted. Instrument checks and precision studies were performed; these recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas e 801 analytical unit. The customer stated they received a sample foam error for another test parameter performed on the same sample. The sample initially resulted in an estradiol value of 17.5 pg/ml. The sample was repeated, resulting in a value of 2786 pg/ml. The repeat value was deemed correct.

Manufacturer narrative:
The estradiol reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.